Manufacturer narrative:
D9. Date returned to mfg: 27-feb-2025 h6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Customer complaint of "over-infusing" could not be confirmed with visual inspection and functional testing. Performed 3 accuracy tests, device delivered within specifications. Upon further investigation, found uso (upstream occlusion) seal buckling, replaced uso seal. Performed dso (downstream occlusion)/uso calibration and occlusion tests. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was over infusing and the lcd lens was scratched. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Submission failure on 18-feb-2025 due to internal error. Resubmitted 26-feb-2025. B3: unknown, year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.